Event description:
It has been reported that the bd rapid detection of sars-cov-2 veritor¿ has been found producing a false positive result. Pcr was used for confirmatory testing. There was no report of patient impact. (B)(4). The following has been provided by the initial reporter: it was reported that there are serval erroneous results. Customer reports several erroneous results (positive covid test 256082 lot 1239911) she got a positive result on the analyzer 2102271j6a7a0 and the she use another analyzer and got a negative result - also perform a pcr getting a negative result.

Manufacturer narrative:
Medical device lot #: 1239911 was reported, however, this is not a lot # manufactured for the reported catalog #. Medical device expiration date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown.

Manufacturer narrative:
H.6. Investigation: this statement is to summarize the investigation results regarding the complaint that alleges false positive when using kit rapid detection of sars-cov-2 veritor (material # 256082), invalid batch number 1239911. Bd quality performs a systematic approach to investigate false positive complaints. This approach involves review of manufacturing batch history records, visual inspection of retention samples, and visual inspection of customer returned samples, if applicable. An investigation could not be performed as an invalid batch number 1239911 was provided. The complaint was unable to be confirmed. Bd quality will continue to closely monitor for trends, no trend exists at this time. There were no corrective actions taken at this time.

Event description:
It has been reported that the bd rapid detection of sars-cov-2 veritor¿ has been found producing a false positive result. Pcr was used for confirmatory testing. There was no report of patient impact. (B)(4) the following has been provided by the initial reporter: it was reported that there are serval erroneous results. Customer reports several erroneous results (positive covid test 256082 lot 1239911) she got a positive result on the analyzer 2102271j6a7a0 and the she use another analyzer and got a negative result - also perform a pcr getting a negative result.